Event description:
It was reported that the ipg was no longer working and taking a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the facility.